Manufacturer narrative:
Updated data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, the valve was released at the wrong time and caused a bad implant position. When removing the pigtail catheter, the valve was pushed and caused the valve to dislodge up. A second valve was deployed, the valve was raised with the delivery catheter system (dcs) and became hooked on the first valve, causing it to be pushed and the aorta became perforated. The patient subsequently died due to the aortic perforation. Additional information was received that the second valve was not implanted as it never passed the aortic root. Per the physician, the second valve pushed thefirst valve in the aorta. There was no treatment for the perforation prior to the death.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: pro+ delivery catheter system (dcs), product ID: d-evprop23-29, lot: 0012617743, use by date: 2027-01-09, UDI: (B)(4). Updated: b5, d4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, the valve was released at the wrong time and caused a bad implant position. When removing the pigtail catheter, the valve was pushed and caused the valve to dislodge up. A second valve was deployed, the valve was raised with the delivery catheter system (dcs) and became hooked on the first valve, causing it to be pushed and the aorta became perforated. The patient subsequently died due to the aortic perforation.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012663964); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012623710); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012483153); product type: 0195-heart valves; implant date ; explant date product ID evproplus-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0012617743); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.